Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, one day after implant, the patient's icm was found to be in back-up mode. A firmware download was performed and normal device function was restored. There were no adverse consequences for the patient.